Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 1.50mm rotalink¿ plus was selected for use. During the procedure, it was noted that the burr became stuck in the target lesion. The shaft was then cut and a non-bsc device was positioned on the shaft and covered the burr. The non-bsc device was then pulled out, and the device was successfully removed. Dilatation was then performed and a stent was positioned. Finally, the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.